Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called stating her daughter recently switched to the 530g insulin pump and it keeps alarming no delivery during manual prime. Customer's blood glucose level is 162 mg/dl. The alarm was cleared. The connection was checked. When trying to manually push insulin through the tubing, customer was unable to push the plunger on the current reservoir. Customer changed to a new reservoir, and insulin exited the tubing when manually pushed. The insulin pump passed the high pressure test. Customer was advised that this was a possible infusion set or reservoir issues. Customer is sending back reservoir for analysis. Nothing further reported.